Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: visual examination of the returned product/provided pictures identified 2 needles were returned with fractures. Both needles show signs of use with some gouging across the surface of the needle. Both needles had a portion of the needle returned with the suture still attached. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that during surgery, that the needle fractured. There was no reported harm, injury, medical/surgical intervention or delay reported. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: singapore. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.